Event description:
Attempting to de-clog patient's existing pleurx catheter by flushing with sterile water through a connected pleurx lockable drainage line and the connector on the pleurx catheter popped off during flush. Slide clamp from lockable drainage line kit immediately applied. Thoracentesis then performed for patient to drain pleural effusion and pleurx catheter was removed.